Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x28 and the 3.5x15 xience v devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 28 mm xience v stent and a 3.5 x 15 mm xience v stent in the mid right coronary artery (rca) and a 2.75 x 28 mm xience v stent in the right posterior descending artery. On (B)(6) 2012, the patient was re-hospitalized with chest pain. Coronary angiography was performed on (B)(6) 2012 and noted 80% restenosis in the rca stents and 90% restenosis in the posterior descending artery stent. On (B)(6) 2014, the patient was re-hospitalized with chest pain. Coronary angiography was performed on (B)(6) 2014 and noted in-stent restenosis in the rca and the posterior descending artery. Medication was administered; however, no additional intervention was performed. No additional information was provided.